Manufacturer narrative:
Evaluation summary: the balloon failed negative prep. On pressurisation of the device, a burst site was observed on the balloons working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a large radial tear on the balloon material immediately proximal to the balloon distal marker band. The balloon material was jagged and uneven at the tear site. No deformation was visible to the distal tip. Inner lumen patency was verified. (B)(4).

Event description:
The physician intended to use a sprinter legend ptca balloon catheter to treat a mildly tortuous and moderately calcified lesion located in the mid obtuse marginal exhibiting 75-80 % stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray and the device was inspected with no issues noted. Negative prep was performed with no issues identified. The lesion was pre-dilated and the device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device and no excessive force used during delivery. It was reported that the balloon passed the area of the lesion with no difficulties encountered. After the first pre-dilation inflation, which was performed at 8 atm, it was noticed that the contrast was leaking down the vessel below the balloon. The balloon was then removed with no issues. It was also reported that the second inflation was performed on the table in vitro to confirm if there was a noticeable rupture and a split in the balloon was observed. The device was not moved or repositioned in the lesion prior to the burst. There was a gradual drop in pressure as the pressure wouldn't hold and the contrast was observed to leak down vessel. Patient status post-procedure is alive with no injury.